Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. During the review of the DHR a nce was noted unrelated to the failure mode described in the complaint, a shipper box related to the lot number was found with damages during the carrier process the material was segregated and re-evaluated and approved for release. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2023, during an atec and eviva procedure the biopsy needle was advanced into the breast and 2 samples were obtained and there was a suction error in the atec console. The system was checked and the cannister exchanged and the issue persisted. A new console was used but could the needle could not pass the test. After the patient was discharged the used needle was tested again on the machine and a hissing sound could be hear coming from the needle and a suction error was reported showing in the console the patient had to be rescheduled. No other information is available.